Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A visual and functional assessment was performed on the device which found that it failed the cutter insertion assessment. During repair, it was observed that the bearings were worn out and broken creating a situation where the cutter was not able to be inserted. It was determined that this was because the bearings were no longer in axial alignment and not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearings, unable to disassemble nose tube due to corrosion. It was determined that the assignable root cause was normal wear over time .if additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device bearings were damaged, the device could not be inserted, parts of the ball bearings were missing and the extension sleeve was defective. It was further determined that the device failed pretest for vibration, cutter insertion, lock operation and visual assessment. It was noted in the service order that the device attachment had loose bearings. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.